Event description:
As reported by the edwards field clinical specialist, during the transfemoral tavr, difficulty was encountered while crossing the annulus and positioning the pigtail and extra stiff wire. The wire was not able to be positioned past the mid portion of the left ventricle. Bav was performed and temporary pacing was started. The 26 mm sapien valve was advanced into the annulus with difficulty. Multiple attempts were made to cross. Once the valve was positioned, the patient¿s blood pressure began to decrease. A small to moderate effusion was noted on the tee. The valve was positioned and deployed. Following deployment, the effusion began to grow and the patient became hypotensive in the 60¿s. Pericardiocentesis was performed and 320 cc of bright red blood was removed and given back to the femoral venous line. The patient¿s bp normalized. The final tee showed mild central ai and trace pvl. The patient was transferred to the unit in stable condition with the pericardial drain and temporary pacer left in place.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the lv perforation may have occurred during the multiple attempts to position the extra stiff wire and advance the devices across the annulus. It is possible that the patient¿s underlying co-morbidities and advanced age ((B)(6)) may have also increased the risk of friable tissue. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.